Event description:
It was reported that the device had the auto post-ventricular atrial refractory period (pvarp) feature programmed on which caused a 2:1 block pattern in the patient. It was noted that the patient had heart block and this arrhythmia pattern would occur both before and after mode switching. Additionally, the patient reported feeling "different" when the in the arrhythmia. The device was reprogrammed which resolved the patient symptoms. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.